Event description:
It was reported that a device was used during a colorectal procedure. The device fired malfunctioned staples and an incomplete staple line. The surgeon reanastomosed the tissue with another device. The pt experienced post operative bleeding. Pt underwent conservative treatment.